Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sale rep that during a shoulder arthroscopy the surgeon was using low pressure but the pump was giving a high pressure. All information on pump were showing low pressure. Sale rep said that pressure detector did not work. Another pump was used to complete the case. Patient's shoulder became very big due too high pressure. There is risk of complication. Additional details from the affiliate's mdv initial report on 5-3-17 patient's shoulder became very big due too high pressure. There is risk of complication. Procedure has been extended of 30-45 minutes. Procedure has been completed but the surgeon said :" shoulder's volume was 3 times bigger as normal and hard as wood". Surgeon is hoping that the patient won't have any nerves consequences due to very high pressure inside the shoulder.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The customer high / low pressure issue was not reproduced. The following activities were performed: the first in order to check the pressure reading of the pump : a manometer was placed in parallel just before the pressure measurement input port of the pump. The pump run for 4 hours. The readings were compare during 30s every 15 min. No differences were noticed during this test. The second to check if an overpressure can be detected on a long running period a manometer was placed in parallel just before the pressure measurement input port of the pump. The min/max function of the manometer was activated. The pump run for 12 hours. Pressure setting : 110 mmhg. The maximum pressure measured is 110.3 mmhg, the lower 106.3 mmhg. The water volume in the test tubing chamber has increased far above the standard level. A root cause for the reported failure cannot be discerned. Further, a review into the depuy mitek complaints system revealed no other complaints for this serial number in the past. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4) the device was received at investigating site (non-j and j international service center) on june 2, 2017. J and j became aware that the device had been received on june 16, 2017.